Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a broken lancet holder issue with her one touch ultra soft lancing device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information the patient reported that the alleged issue with the subject meter began on an unspecified day, 'about a month ago', prior to contacting lfs. The patient informed this mss that she stopped testing her blood glucose since the lancing device broke and she did not have a spare. She stated that she tests her glucose 2x/day and manages her diabetes with pills (metformin), diet and/or exercise and due to the alleged issue denied making any changes to her usual treatment. The patient claimed 'about a week later', after the alleged issue started, she felt 'dizzy, sweaty, shaky and hypoglycemic'. Reportedly she 'immediately' addressed her symptoms by having some food and drink and also stated that she felt much better afterwards (she could not recall any times). During the initial call with customer service, the agent noted that the patient had been using the lancing device for 2 years and there was no information of misuses. Replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder cup was found broken. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.